Event description:
It was reported that a patient implanted with both an Insertable Cardiac Monitor (ICM) and a subcutaneous implantable cardioverter-defibrillator (S-ICD) had two Ventricular Tachycardia (VT) episodes treated by appropriate shocks delivered by the S-ICD. The two episodes were not recorded or retained by the ICM. Additionally, noise was noted on the ICM. Abbott technical support was contacted and the ICM was reprogrammed. The patient was in stable condition.